Manufacturer narrative:
The autopulse resuscitation system model 100 (s/n (B)(4)) was returned to the distributor and archive data was collected. A review of the archive data did not indicate that ua 13 had occurred with this device. The data did however show that intermittent occurrence of user advisory 8 (motor controller fault detected) and user advisory 17 (max motor on-time exceeded) were occurring while the battery rc was near 800 mah, indicative that the battery used with this system was not properly maintained. In conclusion, the reported ua13 could not be confirmed, however archive data did reveal other errors indicative of system use with improperly maintained batteries.

Event description:
The customer reported to a zoll distributor that compressions could not be performed using the autopulse device, even though the used battery was fully charged. Additional information was received where the customer indicated that according to the archive data, the incident occurred during use on a patient. The device automatically turned off after 9 minutes as a "battery lost" message had appeared. A user advisory fault ua 13 (battery fault detected) was displayed at this time. The customer was unable to clear this user advisory. The patient outcome is unknown, however it is believed that the patient did not suffer injury or death in this case as no addendum was reported from the site indicating an adverse event occurred. Manual CPR was initiated.